Manufacturer narrative:
A pump, two cylinders, and reservoir were received for evaluation. Based on previous quality simulations and examination of the returned product, quality concluded that sufficient stress(s) was exerted on the apex of cylinder #2 to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. See attached letter from FDA dated 06/23 indicating FDA has determined coloplast no longer qualifies for participation in the asr exemption #e2006011 program. Effective immediately, we are required to electronically submit individual adverse event reports for these product codes.

Event description:
According to the available information, prosthesis does not inflate.